Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient had to undergo a second operation and it was noted that a dense amount of adhesions had formed in the center of the mesh. The adhesions were removed and the mesh was replaced. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.